Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Citation: obesity surgery. (B)(6) 2022; conference: 2nd ifso middle east north africa chapter, menac, 7th gulf obesity surgery society, goss, 4th pan arab society for metabolic and bariatric surgery, pasmbs and 5th saudi arabia society of metabolic and bariatric surgery meeting, sasmbs. Al khobar saudi arabia. 32(supplement 3):1112-1113 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: post-laparoscopic sleeve gastrectomy with splenic abscess: case report. Author: alzahrani a., sadagah m., alziyad k. Citation: obesity surgery. (B)(6) 2022; conference: 2nd ifso middle east north africa chapter, menac, 7th gulf obesity surgery society, goss, 4th pan arab society for metabolic and bariatric surgery, pasmbs and 5th saudi arabia society of metabolic and bariatric surgery meeting, sasmbs. Al khobar saudi arabia. 32(supplement 3):1112-1113. This study presents a case report of a 62 year old male patient with history of diabetes mellitus and hypertension who was admitted electively as a case of morbid obesity and underwent laparoscopic sleeve gastrectomy (lsg). Surgicel was used for hemostasis. After 3 weeks, the patient presented to the ER with abdominal pain associated with nausea, vomiting, and fever. The patient underwent abdominal laparoscopic exploration, and the findings included intraperitoneal fluid and pus with a fluctuant lesion in the superior medial region of the spleen. The lesion was opened, and in the pus a necrotic tissue seen could be a remnant of surgicel. Irrigation and suction were done. The sleeve gastrectomy's stapler line remained intact. The patient was kept in the hospital for 4 days until he improved and was discharged home. The post-lsg complication of a splenic abscess without a leak is a rare complication.